Event description:
It was reported that the patient underwent a puncture of the lung to resolve a hematothorax. Two days later, patient developed an infection. The entire system was removed.

Event description:
The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records.